Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. The philips field service engineer (fse) went onsite and confirmed that wireless footswitch connection issue. Upon testing fse found there was a mechanical problem with the switch. Fse noticed that the base station led was normal, the wi-fi (led) indicator was red, and the color of the battery indicator on the wireless footswitch at the time of occurrence was green. To resolve the issue fse replaced the wireless footswitch and base station. After replacement of wireless footswitch and base station, the system returned to use in good working order. The codes were updated based on the investigation outcome.

Manufacturer narrative:
The event should not have been reported to FDA. The event occurred after implementation of the correction 3003768277-06/23/2023-004-c, and thus the malfunction with the wireless footswitch would not cause or contribute to a serious injury because the system was equipped with a backup wired footswitch. Specifically, philips installed new firmware, confirmed that a back-up wired footswitch was installed with the system, inspected the wireless foot switch, and provided an updated instructions for use of the system detailing the appropriate instructions on charging and handling the wireless footswitch. Moreover, there was no report of harm as the wireless footswitch issue occurred outside of clinical use.

Event description:
It was reported to philips that there was a connection issue with the wireless footswitch. No harm was reported to philips. Philips has started an investigation of this complaint.